Manufacturer narrative:
(B)(4). 11mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface, st. Jude 12fr sheath, benson .035 guidewire. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, two gore® viabahn® endoprosthesis with heparin bioactive surface were being used as kissing stents for the treatment of a chronic total occlusion in the both iliac arteries. The 11mm x 5cm successfully deployed with no issues. A 13mm x 5cm device was advanced through a st. Jude 12fr sheath over a benson .035 guidewire. It was reported to gore that the device successfully deployed in the target position, but the deployment line was caught and would not release. It was stated that as the deployment line was pulled it broke in the sheath. A common femoral endarectomy was performed to get more of the deployment line out. The deployment line was cut but there was still approximately 1.5 foot of deployment line left in the patient's body. The patient is fine.

Manufacturer narrative:
Corrected data: updated event description and patient history provided by risk manager at hospital in voluntary medwatch (B)(4). Please note, as reported by the gore field sales associate, not all of the deployment line was retrieved from the patient, however the user facility medwatch states all of the deployment line was retrieved. Following investigation by gore it is unknown if all of the deployment line was retrieved. Corrected data on voluntary medwatch: nip / stent, superficial femoral artery. The lot number (15419218) provided in the voluntary medwatch (B)(4) was an incorrect lot number. The lot number in this report is the correct lot number. Confirmation was made of the correct lot number by the field sales associate with the facility. The device remains implanted and the deployment line was not available to send back to gore. Additional information: other relevant history.

Event description:
Received the following event description from voluntary medwatch (B)(4): during deployment of a stent, the pullback draw string to deploy the stent became stuck within the artery and would not retrieve. Unable to pull the draw string out, however, the stent fully deployed. There were no filling defects. The surgeon tried putting balloon back into the stent to fixate it while we pulled a little bit harder and the string became a little bit fragile. Then we decided to stop doing that. We tried passing a knot cutter briefly as we pulled on the rip cord string which was left in the iliofemoral segment. It still would not budge. We were able to, however, extend the arteriotomy more proximally and we could see where the string was catching. We were able to pull it out and it looks like we were able to retrieve all of the remnant of the covered stent draw string. There was certainly no flow obstruction.